Event description:
It was reported the patient had their device removed in (B)(6) 2014 because they had some ongoing issues and they needed an MRI. The patient had the device on for the first couple of years, but it did not seem to be effective for them. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).